Event description:
It is reported that during broaching of the proximal femur, the rasp could not fully sink due to the large distal tip of the stem. The surgeon used pressure sentinel reamers and reamed healthy cortical bone in order to properly fit the stem.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.